Event description:
Report alleges that on december 3, 1976 pt had her right implant replaced due to size difference and a left open capsulotomy. Report also alleges the pt had a right closed capsulotomy and at the time she noted a deformity with bulging into the right axilla. The right has decreased in size without history of trauma, local discomfort, positive systemic problems, arthralgias, myalgias, dryness in eyes and mouth, fatigue, rashes, gastrointestinal/genitourinary/"ventrial" irregularities, morning stiffness, dysesthesias, paresthesias, spasms, sleep disturbances, dizzy spells, memory loss, dry mucous membranes, hair loss, oral sores, sensitivity to sun/chemicals, shortness of breath, choking sensation, rising blood pressure, weight fluctions, early menopause, prolonged bleeding, grade iii contractures on exam with deformity and right rupture.